Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was attempted to be used to treat a severely tortuous, moderately calcified lesion with 70% stenosis in the distal rca. There was no damage to the device packaging. There were no issues removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It is reported that the stent dislodged in the proximal rca during delivery to the lesion. The dislodged stent was not removed. The stent could not be snared so a sprinter supercrosser 1.25 balloon was used to pull the stent back to the radial artery, where it became stuck, and was eventually deployed in the forearm with another balloon. No patient injury is reported.

Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon and did not return for analysis. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. The guidewire lumen patency was not verified with a 0.015 inch mandrel due to deformation of the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.